Event description:
Customer reports via phone that during injection, the luer lock nut detaches from the syringe.

Manufacturer narrative:
Manufacturer report: root cause identified: root cause has not been identified. Conclusions: the luer lock nut, once it is assembled should not detach from the barrel; syringe was designed to keep the luer nut in position during the functional test. Corrective actions: CAPA was initiated to address the reported complaint.